Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode revealed a patient data (pd) error, indicative of a benign telemetry error. Review of remote monitoring data indicated that the incorrect implant date was populated. It was recommended to document the true implant date elsewhere, as reading the device would result in the incorrect battery information in the future. A shock impedance of 140 ohms was observed, and chest x-rays were advised to confirm electrode placement. It was noted that the patient was also implanted with a cardiac contractility modulation (ccm) device. Smart pass was disabled and reference s-ECG collection during manual setup was unsuccessful, likely due to ccm noise. It was recommended to disable the ccm temporarily to obtain the reference s-ECG and re-enable smart pass. Additional information received reported that that it would be ideal to keep the ccm on during dft testing of the s-ICD system to ensure the ccm stopped delivering therapy at a certain rate to allow the s-ICD to sense appropriately and deliver therapy. It would also be ideal to have the ccm field representative present so they could obtain the reference s-ECG prior to dfts. Dfts were performed a few days later with the ccm field representative present. Prior to dfts the shock impedance was 145 ohms. Dfts were successful with a shock impedance measurement of 144 ohms, a reference s-ECG was obtained, and smart pass was re-enabled. This electrode remains in service. No additional adverse patient effects were reported.